Event description:
Customer reported unexpected negative reactions during validation of galileo. Patient samples with known anti-jka, -k and -e were not giving expected results on the galileo. Also, a capture-cmv assay did not detect a donor sample as anti-cmv positive until it was repeated.

Manufacturer narrative:
Reactivity of the e, k and jka antigens was confirmed on retention capture- r ready screen(pooled cells), lot n211, capture-r ready screen (I and ii), lot x290, capture-r ready ID (crrid) extend ii, lot dn036 and crrid, lot id117 (e antigen). These products were used by the customer at the time of the event. A service call was made. Discolored reagent pip tubing and a broken imbalance spring was replaced. Washer fill tubing was adjusted. Customer did not return samples for investigation testing. Per the customer, the anti-jka is a recently identified antibody and may be igm in nature; capture-r ready-screen is designed to detect igg antibodies to red blood cell antigens, igm antibodies may not be detected.